Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This led to a depletion of the internal hlc batteries.  The customer received a replacement device.

Event description:
A third party service agent contacted physio-control to report that a customer's device was showing the charge-pak and attention icons. After further evaluation, physio-control observed the internal hlc batteries had been depleted. With depleted hlc batteries the device may not remain powered on to deliver defibrillation energy if needed.&#2068;here was no patient use associated with this event.